Manufacturer narrative:
If implanted, give date: not applicable as the lens was not fully implanted. If explanted, give date: not applicable as the lens was not fully implanted and therefore not explanted. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification showed scarce residue of viscoelastic in the cartridge. No assembly errors and/or defects related to the manufacturing process were observed. The lens was observed stuck and torn at the cartridge tip. The cartridge tip/tube was observed deformed/cracked. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the tip of the cartridge was noticed broken and sharp. Additional information was received and it was learnt that the lens had contact with the patient's eye but it was not fully implanted. The procedure was completed successfully using a backup lens with same model and diopter size. No incision enlargement, no vitrectomy was performed, no suture used and no serious patient injury was reported. No further information was provided.